Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed chronic total occlusion target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The 12mm x 1.50mm apex flex monorail balloon was used for pre-dilatation. The apex balloon crossed the lesion and ruptured at 1atm upon the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.